Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime screen. Blood glucose value is unknown. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. She stated that she did not receive the beeps nor did numbers appear on the screen and insulin just continued to exit the tubing. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No prime/fill anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.